Event description:
Reporter alleged obtaining the results of 216 mg/dl, 150 mg/dl and 62 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user reported that an infusion was started with the roller clamp to the bag opened and the air filter on top of the burette closed. During the infusion, they noted that fluid was overflowing out of the air filter. No patient harm reported. No additional information was available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.